Manufacturer narrative:
Media analysis: a photographic image of the distal tip section of the wire was received and revealed the polymer jacket was detached and the wire was kinked.

Event description:
It was reported that guidewire detachment occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified tibial artery. A 300cm v-14 control wire guidewire and a rubicon support catheter were advanced. However, during the procedure, a 2mm distal part of the wire broke off going into a collateral artery and the fragment was unretrievable. The procedure was completed with a different device. No further complications were reported and the patient was fully recovered.

Event description:
It was reported that guidewire detachment occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified tibial artery. A 300cm v-14 control wire guidewire and a rubicon support catheter were advanced. However, during the procedure, a 2mm distal part of the wire broke off going into a collateral artery and the fragment was unretrievable. The procedure was completed with a different device. No further complications were reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch batch 27541603, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was received and the polymer jacket was detached from the distal tip and the distal section was kinked. No other issues were noted in the device. The outer diameter of the middle and proximal sections of the device are within specifications. Media analysis: a photographic image of the distal tip section of the wire was received and revealed the polymer jacket was detached and the wire was kinked.

Event description:
It was reported that guidewire detachment occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified tibial artery. A 300cm v-14 control wire guidewire and a rubicon support catheter were advanced. However, during the procedure, a 2mm distal part of the wire broke off going into a collateral artery and the fragment was unretrievable. The procedure was completed with a different device. No further complications were reported and the patient was fully recovered.